Event description:
Customer reported that he had high blood glucose of 300 mg/dl due to his insulin pump seems to be giving less insulin some times and more some other times. Customer stated that he has been having trouble with his insulin pump bolus. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.